Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Review of the device memory confirmed that fault code 1003 was recorded on (B)(6) 2013. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code for voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed the mechanism behind the fault code. A save to disk was performed and received for engineer review. The disk analysis confirmed that fault code 1003 was displayed and that the device was exhibiting a performance anomaly. The patient underwent a procedure in which this device was explanted and replaced. This device was returned for analysis and is no longer in service. No additional adverse patient effects were reported.